Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient's high impedances may have been related to the patient's repeated falls.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was determined that manufacturer report number 3004209178-2017-11508 was duplicative of the event contained within this report (report number 3004209178-2017-23353). To this end, if any additional information is received, it will be submitted under report number this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Patient's weight was provided. Device returned for analysis. Analysis pending. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the lead (B)(4) found that all conductors were broken 20.9 cm from the distal end. Analysis of the lead (B)(4) found that all conductors were broken 16.6 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient came into the healthcare provider¿s (hcp) office with high impedance on all but 1 electrode. The rep reported that the patient stated he felt no stimulation. The rep reported that the patient stated he had fallen on multiple occasions. The rep reported that impedances were checked at three different voltages with the same results of high impedances on all but 1 electrode. The rep reported that the hcp decided to remove the leads and replace them with new ones. The rep reported that the issue was resolved at the time of the report. No further complications were reported.